Event description:
There was an allegation of a questionable elecsys cmv igg result from the cobas e 801 analytical unit. The customer reported repetitive negative elecsys cmv igg results, with an initial result of 0.478 u/ml on (B)(6) 2025 and repeat results of 0.502 u/ml and 0.603 u/ml on (B)(6) 2025. They received a positive cmv avidity result from an external lab of 0.68 u/ml on (B)(6) 2025. A result for cmv igm was provided as 8.45 coi.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation determined that there was no product problem.